Event description:
Safety device on IV needle would not deploy, bd insyte autoguard bc 22 ga x 1.00 in. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd insyte autoguard (per site reporter): waiting for their response.